Event description:
Sterile wound dehiscence. On (B)(6) 2011 - initial implant. On (B)(6) 2012 - revision surgery. On (B)(6) 2014 - pt communicated to customer service. Recent history of rotator cuff surgery and uri. On (B)(6) 2014 - pt is scheduled to attend the sound event fitting on (B)(6) 2014. On (B)(6) 2014 - pt examined by dr. (B)(6) who thought sp was in the correct position (B)(6) 2014 - pt seen in clinic; me effusion evident and fluid over implant following uri - possible migration of infection to implant site. On (B)(6) 2015 - system explant; evidence of dehiscence and/or infection with exposed leads, incision breakdown, and tissue samples sent to pathology lab. On (B)(6) 2016 - query dr. (B)(6) (explanting surgeon) about infection, response (B)(6) 2016 was "no pus or granulation tissue."